Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a compromised force sensor system alarm and physical damage. The blood glucose at the time of the incident is unknown. The customer stated that the device was cracked from the battery compartment backside to the middle of the side. He stated that he might have overtightened the battery cap or dropped it. The drive support cap appeared normal. Troubleshooting was not able to resolve the issue. It was advised to discontinue the use of the insulin pump and revert to a back-up plan. The device was returned for analysis.

Manufacturer narrative:
The insulin pump was received unable to prime during prime test due to faulty force sensor resistor. No moisture damage noted on electronics assembly. However, the insulin pump passed displacement test, rewind test, basic occlusion test, self-test and unexpected restart error test. No auto off alarm and compromised force sensor system alarm noted. All operating currents tested within the specification range and passed off no power test. The drive support cap was inspected and no anomaly was noted. The insulin pump had cracked battery tube thread, cracked reservoir tube lip, cracked case near the display window corners, missing end cap sticker and minor scratches on display window noted.